Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of failed upstream occlusion testing was not verified. Due to an unrelated device issue, evaluation was unable to complete testing for the reported condition. The device was required to meet all calibration and release specifications prior to release to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed upstream occlusion testing. There was no patient involvement. No additional information is available.